Event description:
Event description cpi received information that during the attempted implant of this implantable pulse generator (ipg) the atrial lead could not be inserted into the header. The set screw could not be tightened down. The ventricular lead could be inserted with no problems. The ipg was not implanted.